Event description:
It was reported that during a da vinci bladder augmentation procedure, the surgical staff noticed a "gear" had fallen off of the monopolar curved scissors instrument and fell into the patient's bladder. The fragment was immediately retrieved. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. If the instrument is received, failure analysis will be completed and a follow-up MDR will be submitted. Per the case notes, the broken instrument component was successfully retrieved from the patient.